Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological condition related to tmj.

Event description:
The patient reported the following: I have started my 6th tray which is the last one in my box. Just started today! Unfortunately I'm having some increased tmj pain since last week, particularly difficult at night sleeping. If there's any advice on how to handle that I'd greatly appreciate it. I have been taking ibuprofen to help, but it's still been painful. I did have a particularly busy week last week, so I'll try to rest a bit more this week and hope that will help.. I wanted to update you, my pain has become very severe and I'm not sure if this is in any way normal? Is there an emergency dentist or tmj specialist? I just took more ibuprofen and am waiting for it to kick in but I don't think this is manageable with just ibuprofen and tylenol. Also afraid about taking so much now for the last week. If you have any updates please give me a call and thank you so much for your help, I'm not sure what else to do other than the emergency room. Thanks so much for your help yesterday. It was a doozy but with the help from urgent care I was able to get my pain under control. This seems like a pretty big wild card, but I think maybe my tmj pain, which definitely was affected prior by my liners and all the shifting, was so bad tuesday and wednesday specifically because I was coming down with strep! So they not only sent me home with pain killers and a steroid injection but also antibiotics. I woke up today pretty much pain free! Attached is my after visit summary if you think that's helpful at all.